Manufacturer narrative:
Rb is awaiting the return of the product for quality analysis and also follow up information regarding the reported incident. The patient did not specify the variety of k-y that was used. The patient also did not provide the batch details for the product nor returned any of the remaining unopened product for quality analysis. Therefore, the company is unable to conduct any further investigation at this moment in time. Further information is expected. The company's assessment is serious with a relatedness of possible.

Event description:
Initial report, received date: 22-may-2017. Received from consumer relations, country: united states, reference no: (B)(4). Suspect product: k-y unspecified. Batch no and expiry date: not provided. Case reference number (B)(4) is a spontaneous case report sent by a consumer which refers to a female aged (B)(6). It was reported that on an unknown date, a female patient of an unknown age used k-y unspecified, route, indication, stop date and duration were all unknown. She said she was highly allergic. She had been to her ob/gyn (obstetrician and gynecologist). She had a severe reaction and she had to be catheterized. The case was deemed serious. No further information was available at the time of report. Case assessment of k-y unspecified is as follows: the reported serious assessment has not been provided, case relatedness is possible. The company's assessment is serious with a relatedness of possible and unknown. Case outcome: recovered/resolved.